Event description:
A loss of therapeutic effect and high impedances were reported. The pt received deep brain stimulator therapy on (B)(6) 2004. The pt felt symptoms getting worse and went to hospital for further testing. After being checked with programming and x-ray, doctor found the impedance of one side were bigger than 4000 ohms for all touch points in one side of the lead. On the other side, doctor couldn't detect two of the touch points. The hcp suggested the pt change the extension but due to economic reasons, the pt was still considering the revision.

Manufacturer narrative:
(B)(4).